Manufacturer narrative:
Device is a combination device.

Event description:
(B)(6) clinical study. It was reported that stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that patient's qualifying condition was stable angina. The patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the proximal right coronary artery (rca) (cass site #1) with 80% stenosis and was 44mm long with a reference vessel diameter of 3.5mm. Pre-dilation was performed with unknown balloon catheter and placement of a 3.50 x 48mm study stent. Following post-dilatation, residual stenosis was 0%. However, baseline core lab angiography result revealed 60% side branch stenosis in acute marginal segment (cass site #10). Post procedure angiography revealed 80% branch percent stenosis. On the same day, the patient was discharged on dual antiplatelet therapy.